Event description:
It was reported that an external fluid leak was observed originating from the blood leak detector housing of a phoenix machine during hemodialysis therapy. No alarms were generated by the machine at the time of the reported leakage event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter information: (B)(6). The device was not received for evaluation; however, the device was evaluated on site by a baxter qualified technician. During visual inspection, it was observed the blood leak detector (bld) tube disconnection resulted in the leakage event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The bld housing was replaced with a new one and the machine was returned back in service without any other problem. Should additional relevant information become available, a supplemental report will be submitted.